Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. Next course of action is undetermined at this time.

Event description:
Additional information received indicates the patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
The report of ¿unable to communicate¿ with ipg was confirmed. Analysis of the returned ipg found as received, the device had a stuck processor. The root cause was due to unrelated procedure the patient reported having (early june) prior to the allegation.